Event description:
It was reported that "dr (B)(6) implanted the uniplanner screw and then before the rod and blocker was seated, dr (B)(6) felt as though the uniplanner screw had too much movement along the axial plane. Dr (B)(6) removed the screw and replaced it with another uniplanner before he did his dvr."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.